Event description:
Customer reported receiving erratic readings on their blood glucose monitor. Customer reported receiving readings of 20 mg/dl, 55 mg/dl, 186 mg/dl and 86 mg/dl within 10 minutes. All tests were performed on the finger. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Event description:
Customer reported to beckman coulter inc. (Bci) seeing a small amount of liquid on the wash station and reagent bottles after running the coulter prepplus 2. The operator was concerned with possible dilution of their reagents from splashing of reagent fluid. No patient results were generated at the time of the event. The customer was using it for morning set up and qc.

Manufacturer narrative:
Customer's meter (B) (4) and strip lot 0918213 were returned for investigation. The complaint was not confirmed and no new issues were observed. All functional test results were within range specification. No errors were observed during control solution testing. The readings the customer reported were found in the meter's memory on the day of the reported event.

Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.